Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not included in the initial medwatch report and to correct information provided in the initial medwatch report. Correction to b4 of the initial medwatch report: date of this report was 17-feb-2023. The subject device was not returned for evaluation and the lot number information was not provided. Based on the results of the investigation for the (B)(6) spin access catheter (subject device), the risk documentation provides the following as possible causes of a pneumothorax: 1. Incorrect instrument tip location reported caused by instrument tip location not consistent throughout manufacturing process or not properly quantified for each unit. 2. User samples with device in anatomical area (across fissure or pleural wall) that is inappropriate or aggressive in location resulting in minor pneumothorax. 3. Incorrect instrument tip location reported due to electromagnetic field for localization disturbed by emi or large metallic object in the field. A pneumothorax is a known risk of the device and the procedure. There is insufficient evidence to determine the root cause of the pneumothorax. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Manufacturer narrative:
There were three devices (ins-5410, ins-5910, and endobronchial forceps (model number unknown)) associated with the same reported event. Device relationship to the event could not be determined, as a result, a total of three (3) medical device reports associated with the same event are submitted. This report is two (2) of three (3) total reports (reference 300722345-2023-00005 and 3007222345-2023-00007).

Event description:
During a tissue sampling procedure, a 22ga needle was used inside a spin access catheter (90 degree). A coil break of the 22ga needle occurred while using the needle inside the spin access catheter. No samples were taken before the coil break. A 2-minute delay of the procedure was reported. The forceps were used to obtain samples. After the procedure, the patient had a small pneumothorax. As a precaution, the clinician placed a chest tube. The clinician could not determine whether or not it was associated with the 22 ga needle. The needle may have been extended for a short period of time during the procedure, however it was not used to obtain tissue samples.